Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding a scan of hi (greater than 500 mg/dl) while using the adc device on (B)(6) 2022. The customer experienced feeling shaky and was unable to treat themselves. Hcp contact was made and provided the customer an injection of 18 units of glucagon as well as kept them for observation. Please note the treatment of glucagon is inconsistent with the diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.